Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of screen blacking out with alarm was confirmed with some handling sign by a third party repair. In addition, the device was faulty due to max air feeding volume failing to reach standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit screen blackout with alarm. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to finish the procedure with no more than a 15-minute delay. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the image loss and air feeding volume not reaching its maximum were a faulty main board and faulty primary decompressor, respectively. However, the definitive root cause of the faulty components could not be determined. Olympus will continue to monitor field performance for this device.